Event description:
A pk papyrus covered stent system was selected for treatment. After the removal of the device from transportation ring and taking off the protection cap of the stent, it was detected that the stent was dislodged from balloon. Another pk papyrus was used to complete the intervention.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned with the stent protector covering both the balloon and the stent. The stent is displaced on the balloon by about 11 mm in proximal direction. The stent is slightly deformed at both ends, i.e. One strut is bent outwards on each side. The balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent protector shows no damage or irregularity. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.